Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net and the pulse generator was in backup vvi operation. The patient was brought into the clinic for further troubleshooting. After a device software download, normal device function resumed. No additional information was reported.